Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump was alarming. No patient injury reported.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection noted a cracked right plunger case. Review of the event history log found a primary audible alarm post error. During the functional testing, the primary audible alarm post error was unable to be duplicated. The root cause of the issue was unable to be determined, as the alarm was unable to be duplicated. No repairs were needed. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.